Event description:
It was reported by the (B)(6) clinical specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). There was 1 sheath exchange. Peri-procedure, the patient was anticoagulated with angiomax. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was discharged home the same day of the procedure. It was reported that the patient developed pain and numbness in her left leg lower extremity which increased over 12 hours. The patient returned to the hospital (12 hours after her discharge) and was admitted to surgery where her common femoral artery was occluded. The vascular surgeon performed a thrombectomy and placed a vein patch graft. The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.